Manufacturer narrative:
Details of complaint: the customer reported that a lightning storm had knocked out power to the central nurse's station (cns), and upon boot up, they received a "display resolution error" message. The customer tried restarting the cns but was given the same error message. Nk ts walked the customer through the reconfiguration of the display with the correct settings. They then restarted the cns and successfully launched the software. No harm or injury was reported. All telemetry devices were being monitored at this cns. Service requested / performed: troubleshooting. Investigation summary: the lightning stormed caused a power disruption to the cns, which in turned caused an abrupt shutdown of the cns. This caused the cns display settings to be reset. Upon booting back up, the settings needed to be reconfigured per the admin's guide. The root cause of the error message is attributable to the environmental factor (the lightning storm). No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: d4: lot # & expiration date. G4: device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model#: ni. Serial#: ni. Device manufacturer data: ni. Unique identifier (UDI)#: ni. Returned to nihon kohden: ni. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The customer reported that a lightning storm had knocked out power to the central nurse's station (cns), and upon boot up, they received a "display resolution error" message.

Manufacturer narrative:
The customer reported that a lightning storm had knocked out power to one of their central nurse's station (cns), and upon boot up, they received a "display resolution error". The customer tried restarting the cns, but was given the same error message. Nk ts walked the customer through the reconfiguration of the display with the correct settings. They then restarted the cns and successfully launched software. No harm or injury was reported. All telemetry devices are being monitored on this cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that a lightning storm had knocked out power to one of their central nurse's station (cns), and upon boot up, they received a "display resolution error".